Event description:
A non-healthcare professional reported that during intraocular lens (iol) implant procedure, the lens had significant scratch large and crack like from company cartridge. Seasoned tech was in the room and lens was loaded just before implantation. Additional information has been requested. There are eight medical device reports associated with this compliant. This report is 4 of 6.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.